Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error during priming. The displacement test was performed and the test failed. It was stated that after pushing the piston the device alarmed no delivery, but it did not alarm low reservoir. The alarm history was reviewed and found several motor error alarms. No further information was provided.